Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that insulation damage was observed on the right ventricular (rv) lead. It was noted that there was a large amount of calcification surrounding the lead. The lead was partially explanted (epicardial portion remains implanted) and replaced. No further patient complications have been reported as a result of this event.